Manufacturer narrative:
A siemens field service (fse) was sent to the customer site. The fse replaced the srwp pump, ran qc for all assays and ran precision for glucose. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discrepant advia 1800 glucose results were obtained on a pt sample. The sample was retested and the correct result was obtained. The initial result was not reported. There was no pt intervention or adverse health consequence due to the discrepant glucose results.